Event description:
The event occurred on an unspecified date and involved a 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv microclave®, clamp, rotating luer where it was reported that the product is leaking. The device leaked at the clave connector. The event occurred during an IV being set for a patient on different occasions and different boxes. There was patent involvement and no patient harm.

Manufacturer narrative:
The device has been received for evaluation; investigation is pending.

Manufacturer narrative:
Two sealed boxes of fifty (50) each. List #ms930, 7.5" were returned for evaluation. As received the whole samples were visually inspected and no loose, missing or separated clave was observed. No mating device was returned for evaluation. Based on the binomial stages sampling to represent the lot population 35 samples were taken, each sample was tested as per procedure and no leaks or anomalies were observed. Complaint of leaks was not able to be confirmed or replicated. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.